Event description:
Customer reported the system is displaying dark images on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the left monitor. No pt injury was reported.